Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited noise. The lead noise was reproducible while isometrics were being performed. No intervention was performed. No patient symptoms were reported.